Event description:
This case was initially submitted on MDR #2522801-2010-00004 which included very minimal information. Additional patient specific information was received on (B)(6) 2011. Therefore, a follow-up report for MDR report #2522801-2010-00004 included information obtained for patient #1. MDR report (2522801-2011-00008) was submitted for patient #2 and this MDR report (2522801-2011-00009) will be filed for patient #3. Patient #3: operation date (B)(6) 2011 - patellofemoral resurfacing - the surgeon stated that on day twelve (12), there was a superficial layer of wound blackness and ischemia followed by wound breakdown just below the middle half of the wound. Antibiotics were prescribed. Proactive healing with a scan.

Manufacturer narrative:
No samples were available for evaluation. Method: the devices were not available for evaluation. Therefore, no testing can be performed. Results/conclusion: the devices were not returned for evaluation. No product evaluation can be performed. Furthermore, relevant portions of the device history record were reviewed and there were no corresponding issues identified during manufacturing or final release. To date, no other complaints have been received for the reported finished good lot. It is uncertain if the quill knotless tissue-closure device attributed to this event. Angiotech reference: (B)(4).